Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle experienced leakage past the stopper. The following information was provided by the initial reporter: during configuration, the liquid medicine of the syringe should be withdrawn and leaked to the back end of the piston. The remaining liquid medicine of the syringe should be pumped back into the bottle to exchange for a syringe.

Event description:
It was reported that the 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle experienced leakage past the stopper. The following information was provided by the initial reporter: during configuration, the liquid medicine of the syringe should be withdrawn and leaked to the back end of the piston. The remaining liquid medicine of the syringe should be pumped back into the bottle to exchange for a syringe.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301940 and lot number 2108191. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, retained samples were examined; however, no signs of leakage could be observed.